Event description:
The facility representative reported to baxter (B)(4) that a buretrol blood administration set had a broken screw safety lock that was loose and sliding along the line. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a buretrol blood administration set had a broken screw safety lock that was loose and sliding along the line" was not confirmed during sample evaluation. One actual sample was available at the plant for evaluation. No defects were observed during visual inspection. The set was assembled within specification. No other tests were performed. An assignable cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.